Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when dr. Went back down to verify placement he found the capsule in the stomach. The pt was not injured following the procedure.